Event description:
The customer reported generation of six (6) erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with negative anion gaps on the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter technical support specialist (cts) assisted the customer troubleshoot over the phone. As troubleshooting measure, the customer performed enhanced cleaning, however this did not resolve the issue. The customer replaced the reference electrode which resolved the issue. No further issues noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).